Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to complete a system check, however, no additional information was received. Customer¿s blood glucose level was 250 mg/dl.